Event description:
It was reported that the sensing decreased since the last visit. The patient received inadequate shock on due to t-wave oversensing. The impedance and threshold were reported to be stable. A new lead was implant d.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found is consistent with that occurring during the surgical procedure.